Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 30 days post implant of this mitral bioprosthetic valve, the valve was explanted due to endocarditis. The valve was replaced with a valve of the same model. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed no issues regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. The sterilization process used by medtronic utilizes bbg solution which has an anti-microbial kill on the microorganisms, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. Without the return of the valve, a root cause of the event was unable to be determined.